Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the right ventricle (rv) lead had an increased capture threshold. The lead was capped and replaced and there were no patient consequences.